Manufacturer narrative:
UDI: (B)(4). The pipeline flex was implanted in the patient and will not be returned for evaluation. The complaint could not be confirmed and the event cause could not be determined based on the reported information. It is possible that the tortuous anatomy may have contributed to the reported issue. The device design and physician technique can also contribute to the pipeline did not open and did not fully cover the aneurysm neck. Note that per pipeline flex embolization device instructions for use (IFU): ¿do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.

Event description:
Medtronic received report that a pipeline flex did not completely open and could not be retrieved during a flow diversion procedure. The patient was being treated for a large, wide-necked, unruptured, saccular aneurysm in posterior wall of the right supraclinoid internal carotid artery (ica). Landing zone artery size was 3.5mm distal and 4.18mm proximal. The vessel was moderately to severely tortuous. The pipeline flex was advanced without issue. While still in the catheter, the physician noticed that there was a twist in the pipeline flex. The physician continued deployment while trying to remove the twist. The pipeline flex moved out of place and did not completely cover the aneurysm neck. The physician attempted to remove the device, but it deployed while doing so. The distal section of the pipeline flex opened into the aneurysm, the middle section had severe narrowing, and the proximal section was partially opened. The physician attempted to resheath the pipeline flex, but was not able to since it was already pushed out of the catheter. The physician used several snares in attempts to retrieve the pipeline flex from both the proximal and distal ends, but was not successful. The physician was able to place a balloon through the pipeline flex and perform a balloon angioplasty. The pipeline flex was opened and fully apposed to the vessel wall, but did not cover the aneurysm neck. There was too much difficulty when attempting to place a second device, so the aneurysm was instead coiled. There was no report of patient injury as a result of this event. The patient woke up and is currently fine.